Event description:
The packaging of this product was defective. Reportedly, the package was cracked and sterility of the product was compromised. There was no pt involvement. The device is being returned for co's analysis.